Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. Lead was surgically abandoned and new lead was implanted. In addition, the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.